Manufacturer narrative:
Trackwise -(B)(4). Updated section - b4, d9, g3, g6, h2, h3, h6, h11. The device was returned to the factory for evaluation on 05/05/2025. An investigation was conducted on 05/07/2025. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The delivery device was returned outside the loading device with the white plunger not depressed and the blue safety lock on, which prevents the white plunger from being depressed. The seal and tension spring assembly was observed in the delivery device with the seal in a opened state, but not in its normal position in the delivery device. The seal and tension spring assembly were removed from the delivery device with no visual or physical difficulties observed. Measurements of the delivery device were taken; the inner diameter was measured at 0.197 inches, the outer diameter was measured at 0.217 inches (rm2036883). The length of the delivery tube was measured at 2.49 inches (mcv00004217). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device as well as the investigation results, the reported failure "activation problem" was not confirmed, however the analyzed failure "fitting problem" was observed. The lot # 3000417711 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure or the analyzed failure.

Event description:
N/a

Event description:
The hospital reported that after setting the hst iii system (3.8mm) seal on the main body, an attempt was made to inject the seal into the blood vessel, but the seal was not injected even when the plunger was pushed, so a new kit was opened and used. There was a delay of 1 to 2 minutes due to device swapping. There was no harm or impact to patients due to the device.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. E1: event site name exceeds character limitations: (B)(6).